Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was a mildly calcified and moderately tortuous right forearm cephalic vein. A 7.0mm x 40mm mustang balloon was advanced and inflated to 15atm for 30 seconds. The balloon was noted to rupture on the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A visual examination revealed that the device had been subjected to positive pressure and deflated prior to return. The returned unit was attached to an inflation device. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 7 mm proximal to the proximal end of the distal markerband. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The (B)(4) stenosed target lesion was a mildly calcified and moderately tortuous right forearm cephalic vein. A 7.0 mm x 40 mm mustang(tm) balloon was advanced and inflated to 15atm for 30 seconds. The balloon was noted to rupture on the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.